Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized and was treated with vancomycin injection (1gm, intraperitoneal, every 3rd day repeat, ongoing), imipenem injection (1gm, once a day, intraperitoneal, ongoing) and fluconazole injection (200mg, once a day, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. No additional information is available.

Manufacturer narrative:
B5: upon follow up it was reported the antibiotic treatment was discontinued, the patient was discharged and has recovered. Should additional relevant information become available, a supplemental report will be submitted.